Manufacturer narrative:
H3, h6: we have now concluded our investigation for the complaint received. A review of the associated batch manufacturing records did not identify any issue at the point of manufacture which may have caused or contributed to the issue highlighted by the complainant. In addition it can be confirmed that all finished product specification testing was satisfied at the point of release. A complaint history review was carried out using the lot and part numbers provided, there have been no further complaints reported with these failure modes in the past three years. A risk management review was carried out. The risk files for this product contain type 4 sensitisation reactions and irritation/irritant contact dermatitis as possible harms caused by toxicology of the materials used in the dressing. A clinical investigation was carried out. It was concluded: ¿per e-mail communication two hours into using the iv3000 product the patient started to experience redness, swelling, and pruritus. The information provided is insufficient to determine whether the patient¿s symptoms are due to a pre-existing or concurrent medical condition. It was communicated that the symptoms were relieved three days later with an antihistamine. It is unknown if the device was removed or used to complete treatment. Since no further harm is anticipate, no further medical assessment is warranted at this time.¿ the users of the reported product are advised to consult the device IFU, to delineate future occurrences of the reported issue. The instructions for use provide comprehensive instructions of the operation, use and limitations of the device. As with all adhesive products some irritation can occur during application and removal, particularly on patients with sensitive skin. The device was not returned. Therefore a product evaluation could not be carried out. We have not been able to confirm a relationship between the event and the device or identify a root cause. No further actions by smith and nephew are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range. UDI # has been added.

Manufacturer narrative:
We have now concluded our investigation for the complaint received. A review of the associated batch manufacturing records did not identify any issue at the point of manufacture which may have caused or contributed to the issue highlighted by the complainant. In addition it can be confirmed that all finished product specification testing was satisfied at the point of release. A complaint history review was carried out using the lot and part numbers provided, there have been no further complaints reported with these failure modes in the past three years. A risk management review was carried out. The risk files for this product contain type 4 sensitisation reactions and irritation/irritant contact dermatitis as possible harms caused by toxicology of the materials used in the dressing. A clinical investigation was carried out. It was concluded: ¿per e-mail communication two hours into using the iv3000 product the patient started to experience redness, swelling, and pruritus. The information provided is insufficient to determine whether the patient¿s symptoms are due to a pre-existing or concurrent medical condition. It was communicated that the symptoms were relieved three days later with an antihistamine. It is unknown if the device was removed or used to complete treatment. Since no further harm is anticipate, no further medical assessment is warranted at this time.¿ the users of the reported product are advised to consult the device IFU, to delineate future occurrences of the reported issue. The instructions for use provide comprehensive instructions of the operation, use and limitations of the device. As with all adhesive products some irritation can occur during application and removal, particularly on patients with sensitive skin. The device was not returned. Therefore a product evaluation could not be carried out. We have not been able to confirm a relationship between the event and the device or identify a root cause. No further actions by smith and nephew are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range. UDI # has been added.

Event description:
It was reported that on (B)(6), the patient's skin was inflamed and itchy. It was suspected that the patient was allergic to the transparent dressing. The patient was given chlorpheniramine maleate orally, 4mg each time, three times a day. On (B)(6) 2020, the symptoms of redness, swelling and pruritus were relieved.